Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The pitch cable was frayed at the distal idler. No damage was found on the clevis. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found.

Event description:
It was reported that the prograsp forceps instrument wires were noted to be frayed during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.